Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The journal article notes that all patients received cemented mg ii cruciate sparing components and all operations were performed or supervised by drs. (B)(6); however, the surgeon of each specific case was not specified. The article also notes that all-poly patellar components were used for patients in the resurfacing group. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://jbjs.org/content/83/9/1376.figures-only. This report will be amended when our investigation is complete

Event description:
It is reported that a patient that underwent patella resurfacing experienced pain anteriorly.